Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was interrogated when the patient was in hospital for device unrelated coronary artery bypass grafting (CABG) and physician was planning to decrease patient's ventricular pacing rate. It was noted that the atrial threshold was increased and p-wave measurement was decreased. Micro-dislodgement of right atrial lead during CABG procedure was suspected. The system was working appropriately. Programming changes were made. The patient was stable throughout the event.